Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # :(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc reports about the spin-out after the revision surgery. It was reported that on (B)(6) 2020, the patient underwent tka. Spin-out occurred after surgery on an unknown date. The insert was replaced with a thicker one on (B)(6) 2021, but spin-out occurred again. There was no surgical delay. No further information available.